Event description:
Patient reported that infusion set leaked. This problem occurred after a few days of use. This problem occurred when several infusion sets (different lot#s). Patient's blood glucose was not affected, and no treatment was received.